Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 09/17/2024, the following additional information was obtained: there was no harm to the patient. There were no fragments that fell inside the patient. There was a procedure delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found the have a broken grip cable at the distal end.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy procedure, the 8mm fenestrated bipolar forceps (fbf) instrument movement wire broke preventing its use. There was no patient harm, adverse outcome, or injury reported. Intuitive surgical, inc. (Isi) obtained the additional information: there was a delay of surgical procedure and of the anesthesia for the replacement of the broken instrument with a sterile back-up one. There were 2 remaining uses.